Manufacturer narrative:
Correction: related mdrs for this event. 2029214-2019-00106. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The devices will not be returned as they were consumed in the event. Base on the reported information there was not any device issue during the use. This is a procedure related event. Related mdrs for this event: 2029214-2019-00044, 2029214-2019-00045. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician felt resistance while injecting onyx 18 into the microcatheter and noticed that the onyx was coming out of the apollo microcatheter approximately 15cm from the distal tip of the microcatheter where it had burst. Prior to the event, the physician had successfully injected .9ml of onyx 34 through the same apollo microcatheter, but then he switched to the onyx 18 and the event occurred. The physician was able to remove the apollo microcatheter that had burst (but remained intact). There was some onyx that remained in the vessel; however, the physician was able to get that onyx to go distally to where the onyx cast had been created. Another apollo was opened, and the case was completed without further issues. The patient was reported to be doing fine. The patient was undergoing embolization treatment of an arteriovenous malformation (avm) in the left internal carotid artery (ica). Access was by the femoral artery and the patient¿s vasculature was moderate in tortuosity.